Manufacturer narrative:
During use of a mynxgrip device for vascular closure, the balloon ruptured during deployment with femoral closure. There was no patient injury. Retrograde approach was used. The user was mynx certified. The mynx vcd was prepped according to IFU instructions. The patient's hospitalization was not extended as a result of the event. The hospitalization was not extended. The balloon did not lose pressure during prep or in the patient. There was no visible damage in the distal end of the sheath after removal. Additional procedural details were requested but were not provided. The product was not returned for analysis. The product history record (phr) review of lot f1902201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath introducer may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a mynx device for vascular closure, the balloon ruptured during deployment with femoral closure. There was no patient injury. The device along with 2 unused devices of the lot will be returned for analysis. Retrograde approach was used. The user was mynx certified. The mynx vcd was prepped according to IFU instructions. The patient's hospitalization was not extended as a result of the event. The hospitalization was not extended. The balloon did not loose pressure during prep or in the patient. There was no visible damage in the distal end of the sheath after removal. Additional procedural details were requested but were not provided.